Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited muscle stimulation during implant procedure. The physician was able to eventually position the lead to appropriate vein without stimulation noted. However, stimulation was observed after inducing shock thus the lv lead was programmed off. During follow-up check, the field representative noted diaphragmatic stimulation regardless of programming the device. Boston scientific technical services (ts) discussed on how to change lead settings. It is determined that the lead pulled back causing stimulation in all vectors. Additional information obtained from the field representative confirmed that there was micro-dislodgement which was determined through x-ray. The physician had successfully repositioned the lead and the stimulation issue was resolved. The lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.